Manufacturer narrative:
(B)(6). The dxi wash buffer ii was not returned for evaluation. The dxi wash buffer ii was stored in an unmonitored storage room. Aside from dxh diluent, there were no other reagents or chemicals stored in this room. There was an odor reported in the room, which was more apparent in summer months. The affected individual sat in this room for approximately 3.5 years. The safety data sheet (sds) for the dxi wash buffer ii states that: "if product is inhaled, move exposed individual to fresh air. If individual is not breathing, begin artificial respiration by trained personnel and obtained medical attention immediately." The material used to make the plastic containers which the dxi wash buffer ii were evaluated by the manufacturer (promens); promens stated that tests were performed to show compliance with the european regulations 1935/2004 and 10/2011; all performed tests did not show substances with contents above acceptable limits. All complaints from the beginning of 2018 were reviewed. No other similar complaints were found. At this time, the issue appears to be an isolated occurrence. Beckman coulter continue to monitor for this type of performance concern. In conclusion, the cause of this event cannot be determined with the available information.

Event description:
On (B)(6) 2020 the customer reported an individual sought medical care the previous year due to lung problems. The customer alleged the lung problems were attributable to off-gassing of the dxi wash buffer ii (part number a16793). The affected individual was reported to have sat in the room for about 3.5 years. The individual sought medical treatment to evaluate the lung problems. There were no medications or therapies provided or prescribed. The employee has reported no more lung problems and the irritation and symptoms have resolved. The dxi wash buffer ii, along with dxh diluent (part number 628017) are stored in an unmonitored storage room. There was an odor reported in the room which was more apparent in summer months. There are no other chemicals or reagents are stored in this room. The safety data sheet (sds) for the dxi wash buffer ii states that: "if product is inhaled, move exposed individual to fresh air. If individual is not breathing, begin artificial respiration by trained personnel and obtained medical attention immediately." The material used to make the plastic containers which the dxi wash buffer ii were evaluated by the manufacturer (promens); promens stated that tests were performed to show compliance with the european regulations 1935/2004 and 10/2011; all performed tests did not show substances with contents above acceptable limits.